Manufacturer narrative:
(B)(4). Age/date of birth: (B)(6), gender/sex: female. Additional information received stated the explant was completed on (B)(6) 2015. Lens was replaced with a posterior chamber lens, the model and type were not available. Patient was reported as doing well post explant. If explanted; give date: (B)(6) 2015. (B)(4). The manufacturing records were reviewed for the intraocular lens. There were no non conformances with respect to the final product release process. There was an associated deviation with respect to the production order. The deviation was closed because the requirements were met. The deviation had no impact on the product quality. A search on complaints revealed that no other complaints for this production order were received to date. The manufacturing record review showed that no non-conformances or assignable cause were identified. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. All pertinent information available to abbott medical optics has been submitted.

Event description:
Additional information received stated the explant was completed on (B)(6) 2015. Lens was replaced with a posterior chamber lens, the model and type were not available. Patient was reported as doing well post explant.

Event description:
It was reported that the intraocular lens (iol) was fully implanted and centered briefly; however, it then sank into the posterior chamber. It was stated that the incision was enlarged for implant insertion. A limited manual vitrectomy was performed. The patient was scheduled to see a specialist in (B)(6) on (B)(6) 2015 for removal of the iol from the posterior chamber. It was stated that it is unknown if the problem was related to use error. No patient injury was reported. No further information was provided.

Manufacturer narrative:
Age at time of event: unknown. Sex/gender: unknown. If explanted give date: the patient was scheduled to have the lens explanted on (B)(6) 2015; however, the explant has not been verified. (B)(4). All pertinent information available to abbott medical optics has been submitted.